Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that patient just recently had knee replacement surgery on thursday ((B)(6) 2023) and ever since, they noticed that their bladder had really gotten worse and bad and the device had not been working. Patient had a walker and was having to use the bathroom every 10-15 minutes kind of like when they first got the device. Patient increased the stimulation a couple times prior to calling to try and improve therapeutic effect. Patient was also on a lot of pain killers and different medications and had gone through 20 pads since saturday or sunday ((B)(6) 2023 or (B)(6) 2023). The patient wanted to know if it was ok to increase stimulation. Patient services reviewed it is generally ok to increase as long as it is comfortable for the patient to do so. Patient commented they can feel the stimulation sensation. Patient services recommended the patient consult with their managing physician regarding their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back in regards to a continuation of symptoms reported in this case. Patient said they are still experiencing no therapeutic effect. Patient said they've switched programs and have increased stim on each program. Patient was wondering if they could check internal components remotely. Redirected to hcp. Patient wanted to get in touch with manufacturer representatives (reps) for appointment (appt) coming up. Now they are having to walk to the bathroom constantly. Patient said they are having to wear heavy duty pads again. Patient said the symptoms are much worse than dealing with their knee surgery. Patient said they have physical therapy tomorrow and they don't want to go because of their bladder issues. Patient said they have an appt with hcp on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.